Event description:
Reportedly, this valve was explanted after 2 years and 5 months due to stenosis and pannus overgrowth. Another valve was implanted in its place. No add'l info provided.

Manufacturer narrative:
Device not returned.